Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from singapore, it was a case of an implant of a 26mm sapien 3 valve in mitral position by transseptal approach as viv within a 27mm non-edwards surgical valve with mild calcification and specks of calcium. No bav was performed. The valve implantation was done smoothly and successfully with nominal inflation volume. Post-implantation of the valve, it was noted on tee that one of the s3 valve leaflets appeared less mobile that the others. Mitral valve mean gradients were 7 mmhg. It was decided to post-dilate the valve with a 20mm bav balloon. Mobility of the leaflet improved slightly and echo showed gradients of 3 mmhg. The case ended there. 48 hours after the procedure, on tte, mitral mean gradients went back to 6mmhg and the same leaflet appeared to be no longer mobile or frozen. The patient had no symptoms. 5 days after the procedure, a CT was performed and patient was put on warfarin. The patient was noted as to be stable and discharged at home 6 days after the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for leaflet motion restricted-in patient and leaflet thickened/halt were confirmed based on the provided imagery and medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "it was a case of an implant of a 26mm sapien 3 valve in mitral position by transseptal approach as viv within a 27mm non-edwards surgical valve with mild calcification and specks of calcium [...] The valve implantation was done smoothly and successfully with nominal inflation volume. Post-implantation of the valve, it was noted on tee that one of the s3 valve leaflets appeared less mobile that the others. Mitral valve mean gradient was 7 mmhg. It was decided to post-dilate the valve with a 20mm bav balloon [...] 48h after the procedure, on tte, mitral mean gradients went back to 6mmhg, and the same leaflet appeared to be no longer mobile or frozen. The patient had no symptoms. 5 days after the procedure, a CT was performed, and patient was put on warfarin. [...] As per the medical records received, CT report concludes mild diffuse thickening of all 3 leaflets and suggest a possibility of hypoattenuated leaflet thrombosis to be considered." Leaflet motion restricted-in patient: there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Potential contributing factors include leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary increase in the pressure gradient between the left atrium and ventricle, resulting in an inadequate pressure change to close the leaflets. In many instances, this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, the valve was implanted within a surgical valve with bulky calcifications, and after valve deployment the valve was post-dilated. Post-dilation may cause damage to the leaflet, inhibiting it from proper coaptation, resulting in leaflet motion restriction in the patient. Available information suggests that patient factors (calcification) and/or procedural factors (post-dilation) may have contributed to the complaint event. Leaflet thickened/halt: hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, 5 days after the procedure, a CT was performed, and patient was put on warfarin, it is possible that the patient had developed thrombosis since anticoagulation/antiplatelet regimen was prescribed five days post-procedure. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. Available information suggests that patient factors (thrombosis) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As per the medical records received, CT report concludes mild diffuse thickening of all 3 leaflets, and suggest a possibility of hypoattenuated leaflet thrombosis to be considered.